Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonic stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to colon cancer. The cancer was noted to be very aggressive and had affected other organs. The stricture was located in the sigmoid colon and was 8-10cm in length. The stent was implanted successfully with no complications. On (B)(6) 2012, the patient was scoped and it was discovered that the stent had occluded due to tumor ingrowth. A decompression tube was placed. On (B)(6) 2012, the patient underwent surgery to remove the tumor and the stent. During the surgery, a perforation was detected at the proximal end of the stent. In addition, the tissue around the proximal area of the stent appeared ischemic. The patient was not symptomatic due to the perforation. On (B)(6) 2012, the patient passed away. In the physician's assessment, the cause of death was advanced disease and post-op complications from the surgery. The stent may have contributed to the patient death. The patient was septic. However, the physician reiterated that the tumor was very aggressive and had affected several organs in the area.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) the reported event of stent blocked due to tumor ingrowth. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.